Event description:
N/a

Manufacturer narrative:
Additional contact details phone no: (B)(6). It was reported that cardiosave intra-aortic balloon pump (iabp) stuck in boot-up and beeping sound. Customer biomed reported unit was "stuck in boot up". A getinge field service engineer (fse) confirmed reported complaint on site. Device logs unavailable due to device not powering up in alternate mode. Fse observed code f0 on executive processor during power up. Discovered evidence of previous saline contamination on front end board and executive processor. Fse also replaced muffer on drive manifold due to contamination. Replaced boards and installed b.17 software (muffler <100 micron , pcba, exec processor and pcb, front end, rohs ). Complete cardiosave pm to factory specifications. Device passed all functional and safety tests according to factory specifications. Device was returned to customer. Patient involvement is unknown. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received the following parts associated with this complaint: pcba, exec processor. Parts were received with a reported failure of being stuck in bootup. The fat performed a visual inspection and found the part to be in good condition. The fat installed pcba, exec processor in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. This part was stuck in bootup. Fat confirmed the failure for this part. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to define. The fat installed pn 0670-00-0769 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No issues found. Fat could not confirm a failure on this part. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. These parts are obsolete and unable to be tested by the supplier. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is stuck in boot-up and has a beeping sound. Patient involved unknown.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is stuck in boot-up and has a beeping sound.